Manufacturer narrative:
The tech found the cause to be the latch spring. The tech replaced the side rail center arm cover on the bed and side rail latch spring to resolve the issue.

Event description:
The tech alleged the side rail was not latching into the up position. No pt impact.